Manufacturer narrative:
The investigation determined a (B)(6) result was obtained from a non-vitros quality control fluid processed using vitros immunodiagnostics products (B)(6) reagent on a vitros eciq immunodiagnostic system. A definitive assignable cause for the event could not be determined. However, the possibility of an unexpected vitros (B)(6) reagent performance issue and pre-analytical sample mix-up could not be ruled out as potential contributors to this event. The vitros eciq system had generated a condition code just prior to the event and it is likely that an instrument issue contributed to the event but this was not confirmed. As an assignable cause was not determined, ortho cannot rule out that patient samples would not be affected if the event were to recur undetected.

Event description:
The customer obtained a (B)(6) result from a non vitros positive quality control fluid processed using vitros immunodiagnostics products (B)(6) reagent on a vitros eciq immunodiagnostic system. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The (B)(6) vitros (B)(6) result was not reported outside of the laboratory as it occurred on a qc fluid. There was no allegation of actual patient harm as a result of this event. (B)(4).